Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va1u7n1, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that during the implant procedure, the surgeon tried to retract the lead, which was still in the introducer sheath, because it was not well positioned, but the lead broke. The surgeon took another lead and placed it on the other side which worked. Everything was ok using the other lead. There were no environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. The issue was resolved. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the returned lead (lot # va1u7n1) found that electrodes were pulled off the lead. The proximal segment of the lead was received for analysis. No other segments were received. The connector end was visually ok. No setscrew marks were observed. Visual inspection of the conductors revealed that the conductors were stretched, and conductors were broken from overstress/damage. The #0 and #1 conductor wires were fractured in the electrode area. The outer insulation was broken. Visual inspection of the electrode end revealed that the distal end was stretched, electrodes #0 and #21 were pulled out/off, and the #0 and #1 electrode sleeves were not returned. The tines were visually ok. Electrical testing determined that the continuity of the conductors was not complete. There were no shorts observed between the conductors. If information is provided in the future, a supplemental report will be issued.